Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Received the drill for evaluation by the engineering group. The condition of the device showed that one screw was missing from the exterior motor housing. A bur was installed into the drill with no observed abnormalities. The drill was then plugged into the ipc and run at default settings with no observed abnormalities. During analysis, the missing screw was confirmed; however, the drill functioned normally.

Event description:
It was reported the skeeter drill handpiece was used for an operation on (B)(6) 2013. During the postoperative cleaning found the handpiece had lost one of the three bolts. On (B)(6) 2013, took an x-ray of patient to see if the bolt has been left in their body, and no bolt was found.